Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported during use of the bd micro-fine ultra¿ insulin pen needle ¿the patient injected xultophy, when the injection was done, when pulling the needle out, she heard a small explosion and the needle stayed in the skin. She tried to take it out by pinching and depilation device. She saw a doctor, did a radio and an echography and nothing was found. Her doctor told her it was ok.¿